Event description:
The consumer reported that the patient had pretty good therapy, greater than 50 percent, with their initial implantable neurostimulator (ins) until (B)(6) 2014. Then the patient started having long stretches in the hospital. The patient had the battery only changed out on (B)(6) 2016 and the issue continued. The patient was not aware that the whole implant was changed out and thought that only the battery was changed. Since the loss of therapy with the previous ins, the patient was in and out of the hospital for long periods of time and when they were home it was usually for only a couple of days. The patient was redirected to their health care provider (hcp) to check the ins, discuss programming, and discuss replacing the ins. The patient hadn¿t talked to their managing hcp in 2 to 3 months because they had been in the hospital and wanted to look into talking to a new hcp. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.